Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-02503; 3005168196-2018-02505.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician was unable to detach two smart coils using the handle. The procedure was completed using other smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was compressed at the proximal end of the pusher assembly. Multiple bends and kinks were present along the length of the pusher assembly. The introducer sheath was damaged throughout the sheath. The smart coil was inside the non-penumbra microcatheter without an rhv. Contrast was found within the hub of the non-penumbra microcatheter. The embolization coil was detached from the pusher assembly distal detachment tip (ddt). The smart coil was stuck within the hub of the non-penumbra microcatheter and the penumbra investigator inadvertently fractured the pusher assembly while attempting to separate the two devices. The distal fractured segment was still within the non-penumbra microcatheter and could not be removed due to contrast. Conclusions: evaluation of the first returned smart coil revealed a separated pet lock and a detached embolization coil. The proximal pet lock being separated indicates a pull force was applied to the proximal end typically in an attempt to detach the coil. If the pet lock is separated and retracted, the embolization coil will become detached. The root cause of the failure to detach during the procedure could not be determined. Further evaluation revealed pusher assembly kinks and embolization coil damage. These damages were likely incidental to the reported complaint. Evaluation of the second returned smart coil revealed a detached embolization coil stuck within the returned non-penumbra microcatheter with an unknown substance. This substance may have contributed to the difficulty using the device. The pet lock was intact. If the handle is not properly seated on the proximal end of the coil, the pet lock may not become separated and the coil will not detach. Further evaluation revealed multiple bends and kinks on the device. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02503 and 3005168196-2018-02505.